Event description:
Customer alleges that unit comes up with key fault message. Service rep was unable to duplicate alleged condition. There was no reported pt involvement. Proper operation of the device was confirmed.